Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the IFU states that the stent graft should be removed as a "single unit". It also states, "do not attempt to pull an unexpanded stent graft back through the guiding catheter; dislodgement of the stent graft from the balloon may occur". It is possible that the stent graft did not cross because of the following: tortuous anatomy, severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that during an attempt to treat a perforation, it was not possible to deliver the graftmaster stent. Upon retrieval, it was noted to have moved half way off the mounting balloon. The perforation sealed spontaneously. No additional event or patient information is available.